Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise and had failed to capture. The lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.